Event description:
A doctor's office alleged that black specks were present in the sonicfill tips during multiple patient procedures.

Manufacturer narrative:
Specific information with regard to the patients such as number affected, age, and weight were not provided by the doctor. It was reported that the black specks were noticed after light curing the material. The doctor removed the material and replaced it for each of the patients. No further information could be collected regarding patient health as the complainant declined to comment any further regarding these incidents. The product has not been returned and no lot number was provided; therefore, no evaluation can be conducted.